Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the leadless implantable pulse generator (ipg), the patient experienced recurrent bouts of syncope. It was also reported that during an outpatient clinical setting the patient demonstrated pacemaker syndrome when pacing from the right ventricle. The leadless ipg was inactivated. A new pacemaker system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the leadless implantable pulse generator (ipg), the patient experienced recurrent bouts of syncope. It was also reported that during an outpatient clinical setting the patient demonstrated pacemaker syndrome when pacing from the right ventricle. The leadless ipg was inactivated and remains in the patient. A new pacemaker system was implanted. No further patient complications have been reported as a result of this event.